Event description:
Pain at the implant site incision and a decrease in performance. The pt has been monitored by the surgeon but management of the pain has not been successful. In 2004, the surgeon decided to explant the device. In 2004, the pt was seen by a co rep. Prior to planned surgery, testing performed confirm that the pt's cii device was functioning.